Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damaged/torn bending section rubber could not be determined, however, the issues was likely caused by an applied force during user handling/mishandling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and torn bending section cover/distal sheath was found during the inspection. The defect was caused by hitting or falling the bending section cover/distal sheath to a sharp object. The device evaluation found [findings]. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bending section cover/distal sheath of the age of cystoneprofiberscope was broken. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.